Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-34, product ID: d-evolutfx-34 , lot: unknown, use by date: unknown, UDI: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a 34 millimeter (mm) transcatheter valve, upon fluoroscopic inspection, and infold to the 3rd node was observed and the valve was partially recaptured. Upon 80% deployment of the second deployment attempt, the valve dislodged aortic and the infold "came out". Subsequently, the valve was recaptured. Upon the third deployment attempt at an implant depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc)/right coronary cusp (rcc), the paddles were released; however, the valve dislodged ventricular to the patient's native annulus. It was suspected that that forward pressure on the delivery catheter system (dcs) during this deployment attempt contributed to the dislodge. Subsequently, the valve was snared using pressure to the ascending aorta, and a 29 mm non-medtronic transcatheter valve was implanted. It reported that the patient was stable following the implant of the non-medtronic valve. Per the physician, the depth of implant of the valve and the patient being in between valve sizes contributed to the dislodge.